Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not unlock. A field service engineer attempted drawer recovery to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer did not unlock, preventing user removing the required medication. The customer stated that the pharmacy had manually released the full drawer for accessing the medication. There were no adverse events or injuries reported based on this event.